Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the protege everflex self-expanding peripheral stent. Survey results are received for a vascular surgeon practicing in (B)(6). The physician has been using the protege everflex self-expanding peripheral stent since 2012. Within the last 12 months, the protege everflex self-expanding peripheral stent was utilized in 20 procedures for treatment of malignant neoplasms in the biliary tree. During use of the protege everflex self-expanding peripheral stent for treatment of lesions that appear to be at high risk for restenosis following pta in the subclavian arteries, 5 stent migration due to size discrepancy events were reported. The stent migration events were considered to be very concerning and deemed device related.